Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter to retrieve additional clinical details. No information was received. Baxter synovis completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch record review could not be performed as no lot number was provided. No further investigation can be performed at this time due to limited information. No trend is identified. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This case will be kept on file for trending purposes.

Event description:
Reporter stated, "on occasion" the surgeon noticed, "no ingrowth (body is rejecting patch) and potential infection" with "vascu-guard" patch. The reporter was unable to provide patient specifics or further information and said to contact the surgeon for additional information. No other information was available.

Manufacturer narrative:
(B)(4). The initial report stated the incorrect product. This complaint is against the vascu-guard peripheral vascular patch with apex processing.

Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.